Manufacturer narrative:
The pod was received fully deployed. The pod ran for 623 pulses and delivered multiple immediate boluses. No timeouts or drive stalls were observed in the pod data. No damages or deficiencies were observed that would contribute to a needle mechanism failure. The needle mechanism was manually reset to a non-deployed state, and then redeployed. The needle mechanism was observed to deploy as intended. No problem was found. The exposed portion of the soft cannula was observed to be torn and short. This damage contributed to damages to the unexposed portion of the soft cannula. The timing and cause of the damages could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that although the pink slide moved forward at pod activation, the cannula did not deploy.